Event description:
The customer reported the workstation would not power on. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.